Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of switches, cables, and charge couple device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "e222 (scope communication error)" occurred due to the video function not functioning properly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head displayed an error when unplugged. The event was found before the procedure. There were no reports of patient harm.

Event description:
It was reported that camera head displayed an error when unplugged. The event was found before the procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.